Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 150 mg/dl and the sensor glucose level was 57 mg/dl the time of the incident. The customer reported inquired which readying to trust. The customer states experienced the readings being one hundred points off. The customer did troubleshoot the issues. The sensor will not be returned for analysis.